Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR report: 1221359-2021-02368.

Event description:
The consumer reported behalf of her daughter and mother two unconfirmed false negative results with the binaxnow¿ covid-19 antigen self test. This MFR. Report addresses patient two of two. The consumer reported behalf of her mother (user) a unconfirmed false negative result with the binaxnow¿ covid-19 antigen self test. The consumer confirmed that her mother was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional data: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153551 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 153551, test base part number 195-430h / lot 149078 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153551 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Ref MFR reports: 1221359-2021-02368.